Manufacturer narrative:
Date of birth : unknown. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) zcb00 was removed and replaced from the right eye of a patient due to unexpected occurrence in the patient. It was also stated that there was a capsular tear and a vitrectomy was performed. There was an incision enlargement that was reported during the procedure. Patient had increased intracranial pressure from retinal bleed. The patient was treated with mannitol. There was nothing wrong with the amo lens or the cartridge. The lens was discarded and hence not returned to amo for evaluation. No additional information was provided.